Event description:
It was reported that during the implant procedure, the atrial lead was connected to the device, and it only took one turn of the setscrew before it ratcheted. The lead connection was tested, and the lead appeared to be seated appropriately. The physician was unable to back out the setscrew. The physician decided to leave the device implanted, as the atrial lead appears to be seated appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.